Manufacturer narrative:
Philips service replaced the cu 3101 for certeray and refilled oil using oil can with oil 2,5l, tested the system, and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that tube cooler leaked oil, causing system downtime on an allura xper fd20 or table. The clinical use of the system was in use. There was no reported patient or user harm.